Event description:
It was reported that during a follow up in clinic, inadequate capture, r-wave amplitude variation, and high pacing impedance were noted on the right ventricular (rv) lead. A revision procedure was performed, however, when retracting the helix, a bend in the rv lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿bend in the rv lead was observed¿, unacceptable threshold, r-wave amplitude variation, and high pacing impedance. As received, a complete lead was returned in one piece for evaluation. The reported events of unacceptable threshold, r-wave amplitude variation, and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.